Event description:
It has been reported that the device speakers are not functioning properly.

Manufacturer narrative:
Originally reported as a speaker issue, this is being corrected to failure of device to self-test.

Event description:
It has been reported that the device is failing self-test.